Event description:
Caller reported that a malfunction occurred on pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted caller with resetting pump, after which the malfunction did not recur. Customer was advised to continue using pump and to call back if any malfunction code recurs, which caller acknowledged and understood.